Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure the clips would not hold after placing and were ejecting from the applier. Another device was used to complete the procedure. There was no patient consequence.